Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitoring (sam) episode was observed for this cardiac resynchronization therapy defibrillator (crt-d) as well as right atrial (ra) pace impedance measurements of greater than 3,000 ohms. Additional previous sam episodes were observed. It was noted that this patient does not have a right atrial (ra) lead. Technical services (ts) recommended turning the daily measurements off as there have been numerous out of range ra pace impedance measurements since 2017. This ra lead remains in service. No adverse patient effects were reported.